Manufacturer narrative:
(B)(4) unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement tests due to critical pump error (open book image) alarm. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that there was cracked on the back side on the battery area. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.